Event description:
It was reported that the patient was having an increased pain and was experiencing inadequate stimulation. The patient was given an increased dosage of percocet. The reprogramming helped the patients mid back pain but not the low back pain. The patient will undergo an explant procedure. Additional information was received that the patient underwent an implantable pulse generator (ipg) replacement procedure. The patient was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that the patient was having an increased pain and was experiencing inadequate stimulation. The patient was given an increased dosage of percocet. The reprogramming helped the patients mid back pain but not the low back pain. The patient will undergo an explant procedure.